Event description:
Patient reported they "already had implants and they were encapsulated" via social media post. Patient also reported the following events, which are not device-related: "anxiety, panic attacks, my skin burns, tachycardia, brain fog, bone pain, hormone replacement pellet, experiencing hemorrhage, allergies, headaches, hair loss, and an endless number of other things". This record is for the right side. Device has been explanted and replaced. Device will not be returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "encapsulated".